Event description:
It was reported that there was loss of capture on this lv lead. During a routine check in the clinic, the pt experienced intermittent loss of capture at 10v at 1.5 ms during an lv capture test. The pt was then programmed to rv only pacing. The pt was brought in for a lead revision, the lead was capped, and a new lv lead was implanted in the coronary sinus. Pt has had dislodged leads in the past, the pt does a lot of yard work and is not compliant about limited movements with his left arm shortly after surgery. During the surgery, the right atrial lead was observed to be dislodged under fluoroscopy. When the physician went to reposition the lead, he had a hard time retracting the helix, and when it finally did release, he could not extend the helix out again. If felt like the pin connector was not properly transferring torque to the helix. The physician extracted the right atrial lead without a laser, and replaced it with a new right atrial lead. The rep did a post-operation check and the new implants looked great.